Event description:
Caller reported experiencing an alarm 2 followed by alarm 26 over the past week. There was no adverse impact to the customer¿s blood glucose level, as the levels did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin delivery.